Event description:
It was reported that the patient had their ipg explanted and replaced on (B)(6) 2020.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was displaying a "replace generator soon" error message. It is not certain if the elective replacement indicator triggered earlier than intended.